Event description:
During a ide procedure there was an a.e. Three different catheters/curves were used. At the end of the procedure it was noted a 6mm thrombus attached to the base of the mitral valve leaflet. Patient was anticoagulated. The prognosis for the patient is excellent.